Event description:
The device reportedly was being used to deliver external pacing therapy to a pt and intermittently stopped pacing. A back up device was obtained and treatment was continued. The pt's outcome and details were not reported.